Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed the reported problem that the viewing station of the imaging system was unable to hold a charge. After replacing the battery, the representative ensured that the system was powered on for at least three minutes after being unplugged. The imaging system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Testing found that the battery failed the five minute load test only lasting two minutes and twenty seven seconds. This confirmed an electrical failure due to the battery not holding a charge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would only hold a charge for about sixty seconds after being unplugged from the charger. No additional information was provided. There was no patient present when this issue was identified.